Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The totally occluded, 38x25mm, with a >=90 degree bend target lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). A 2.50x38mm promus element ¿ long was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the struts of the stent was damage. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts towards the proximal end of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile and hypotube profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).